Event description:
Caller reported that the pump battery would not charge despite being plugged into a wall outlet, leading to an unstable or unrecognized charging connection. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to try different charging methods, but these did not resolve the issue, so a replacement pump was to be provided. The customer would use multiple daily injections (mdi) as a backup therapy and was guided to return the faulty pump within 10 days.